Event description:
An endovascular device, the mollring cutter, used to cut the distal atheroma during a remote endarterectomy failed during use. The cutting rings separated during use. A small vessel perforation occurred leading to a routine, successful vein bypass procedure.